Event description:
Customer states the following: "biomed confirmed set not recognized. Biomed tried multiple cassettes, cleaned pins, applied pressure to bottom of cassette, error msg still returned. No patient harm." Preliminary evaluation of the pump logs indicate that the set ID went to zero mid infusion. Tubing set problem (set ID) stopped the infusion, then the pump was unable to recognize the tubing set afterwards. Pump stopped during an active infusion, but did not enter a fail-stop state; pump needs to be evaluated to confirm whether it is a set issue or a pump issue. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.